Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had a leak from the connection part of the connector. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: due to a crack on scope connector, water tightness is lost; nozzle has foreign objects; adhesive on bending section cover or distal sheath has a crack; scope connector has a scratch; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; due to a crack on scope connector, water tightness is lost; indication on scope connector is peeled; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; image guide has a scratch; scope cover unit has a scratch; paint on suction cylinder is peeled; forceps elevator has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; switch4 has a scratch; switch box has a scratch; scope cover has a scratch; grip has a scratch; universal cord has a scratch; control unit has discoloration; control unit has discoloration; control unit has a scratch; and control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - gif/cf/pcf-290 series operation chapter 3 preparation and inspection describes the detection method. - gif/cf/pcf-290 series instruction manual cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together) describes preventive measures. Olympus will continue to monitor field performance for this device.